Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a rash. The rash is reported to be to his entire body covering him from his neck to his feet. The patient was advised by his doctor to use benadryl. There is no alleged device malfunction. The patient's medical outcome is unknown.